Event description:
It was reported that after replacing the dexcom g7 cgm, the sensor failed to pair due to an active receiver connection; the customer was instructed to turn off the receiver, toggle the cgm connection, and re-enter the pairing code, with guidance to allow time for pairing. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed no findings available, with the medical device problem and device component details insufficient to identify a specific device failure or component involvement. It was concluded, based on previously established findings for similar reports, that the cause was not established.

Manufacturer narrative:
Initial.